Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack was not secured with loctite. Therefore, the reported condition was confirmed. It was determined that there was no visible evidence of loctite applied to the threads of the bearing stack screw and the threads of the coupler. It was further determined that the loose components exhibited no evidence of loctite adhesive suggesting that the original assembly adhesive had not been applied in manufacturing. The assignable root cause was determined to be due to misassembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device came apart and ten to twelve pieces came out of the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during an unspecified surgical procedure. As a result, there was a five minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement reported. It was reported that no pieces of the device fell into the patient. There were no injuries, medical intervention or prolonged hospitalization.